Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monofocal standalone intraocular lens (iol) was broken. Through follow-up, it was reported that the issue with the lens occurred while attempting to implant it. The lens came out partially and was in contact with the patient's eye, but it was reinserted into the cartridge when one of the haptics was noticed to be bent. The iol was attempted to be mounted again, but it no longer came out properly and was discarded. No harm to the patient was reported as a result of this issue. No further information has been provided.